Manufacturer narrative:
Follow-up #1: date of submission 08/31/2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the alleged power issue was duplicated in the evaluation. Using the returned battery cap the pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. A battery compartment crack was found below the grip pad. A replace battery alarm for ¿post delivery motor power supply faults¿ was encountered during the rewind step. Electrical current draws were not within specifications, unable to obtain a ¿load and rewind¿ value due to the replace battery alarm. Pump casing was opened and evidence of moisture intrusion was found on the motor wire cable, connector, and other associated electrical components. Due to the moisture contamination, investigation was unable to download or review the black box data.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pumps battery life did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.